Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the radiology report of the right hip notes the femoral and acetabular components were found to be in neutral anteversion of the acetabular component on the left side, perhaps predisposing him to posterior hip dislocation. The twisting flexion and internal rotation as well as the neutral anteversion of his hip cannot be ruled out as contributing factors to the dislocation. The patient impact beyond the pain cannot be determined. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that left hip dislocation has occurred. Patient required closed reduction to amend.